Event description:
It is alleged that a (B)(6) female pt received coolsculpting treatment on upper and lower abdomen on (B)(6) 2011; procedure was conducted successfully. Treating physician's office did not recall any malfunctions or error codes. Pt was not seen or heard again until (B)(6) 2012, when she called the office complaining about a development of a bulge on the upper abdomen. The pt had an abdominoplasty on (B)(6) 2012 by a plastic surgeon (not the treating physician). During abdominoplasty, diastasis recti was observed and repaired. There was no causal relationship determined by the surgeon. There was no hernia present. There was no fat necrosis observed. The surgeon noted that the fat on the upper abdominal area seemed firmer than that of lower abdomen. Treating physician was unable to establish causal relationship between the treatment and the pt's condition. It is zeltiq's policy to be conservative and to make this report.

Manufacturer narrative:
A follow-up report will be made to the agency if and when new info is received about this case.